Event description:
It was reported through stryker facebook page: "I had a total knee replacement (B)(6) 2022, I'm pretty sure it was a stryker, and I'm still having pain, stiffness, can't bend my knee without pain, still have some numbness. I lost my medicade, and my orthopedist won't see me unless I pay, I can't afford that. I'm supposed to go next month for my 1 year check up, so I don't know if he'll see me or not. I'm very disappointed with my surgery. My other knee needs something done, but I will put off surgery as long as possible and will find a different surgeon".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.